Event description:
It was reported that during the procedure, after pre-dilating the lesion with a 3.5x15 non-abbott balloon dilatation catheter (bdc), a 4.0x18 multi-link 8 (ml8) stent delivery system (sds) was advanced over a balance middleweight (bmw) universal ii guide wire and to the moderately calcified, 80% stenosed, de novo lesion in the narrow, proximal left main coronary artery without resistance. After deploying the stent at 12 atmospheres, though negative pressure was drawn and held, strong resistance was felt when attempting to withdraw the sds from the deployed stent. The sds was inflated then deflated again then the sds was rotated, freeing the sds from the stent. As the stent was noted to possibly be poorly apposed to the vessel wall, the stent was then post-dilated using a 4.0x15 nc trek bdc, resulting in 40% lesion stenosis. The procedure was considered successfully completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to deploy and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.